Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the procedure; therefore, the complaint could not be confirmed, and the event cause could not be determined. It is possible that patient anatomy or physician technique may have contributed to the reported issue. Per our instructions for use (IFU): ¿performing embolization to occlude blood vessels is a high-risk procedure. The procedure should be carried out a by a specialist with the appropriate neuro or peripheral interventional training, and a through knowledge of the pathology to be treated, angiographic techniques, and super-selective embolization.¿ linked events: 2029214-2017-00580, 2029214-2017-00581, 2029214-2017-00582, 2029214-2017-00583. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: "endovascular embolization of dural arteriovenous fistula" medtronic received report of onyx flowed back into the internal carotid artery in one case. No patient injury reported.